Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for evaluation. Visual inspection of the as returned product identified wear and debris about the implant threads and collar due to usage. The product matched print specifications where measured against drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's first name not provided/unknown. PMA/510k: additional 510k number k013227.

Event description:
It was reported that the patient had an infection with bone loss. As a result, the implant was removed from tooth site 22.